Event description:
It was reported that during a cystectomy procedure, there was a leak from the trocar. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
Complainant alleged that the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the cb11lt device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. The cb11lt device does not have an obturator. The obturator is the piece of the trocar that have the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.